Manufacturer narrative:
The medical history was received, indicating that the implant was remioved due to infection and mobility. The conclusion remains the same-probable cause of failure is infection, compounded by the pt's smoking.

Event description:
The implant was placed 10/04/96. The pt experienced pain and the implant was removed 10/30/96. One person affected.